Event description:
Material no. 309653, batch no. 9029617. It was reported that during use of the syringe 60ml ll tip 1ml the drug solution was leaking from the plunger portion of the syringe. During sterile compounding activities in the IV room, a pharmacy tech found that drug solution pulled up in the 60ml syringes was leaking from the plunger portion of the syringe. Lot number was obtained and these syringes were quarantined.

Manufacturer narrative:
H.6. Investigation summary: four (4) samples and two (2) photos were provided by the customer for investigation. The four (4) samples were received in unopened blister packs. The four (4) samples were leak tested and it was found that none of the returned samples leaked when tested. Two (2) photos were also provided by the customer for investigation. One (1) photo shows a filled syringe on a table. The syringe is filled with a yellow liquid and there is yellow liquid on the table by the flanges of the syringe. The second (2nd) photo shows the bottom of a blister pack which provides the lot number associated with the syringes. A device history record (DHR) review was performed on batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Leakage can be caused by the interaction between the barrel inside diameter, the stopper outside diameter, and plunger rod bayonet outside diameter and forces applied during use. The syringe is more likely to leak when forces are applied to the plunger rod when fully extended. Corrective and preventative action was opened to investigate (CAPA 55639).

Manufacturer narrative:
FDA notified?: the initial reporter also notified the FDA on (date) via medwatch # mw5088125. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 309653, batch no. 9029617. It was reported that during use of the syringe 60ml ll tip 1ml the drug solution was leaking from the plunger portion of the syringe. During sterile compounding activities in the IV room, a pharmacy tech found that drug solution pulled up in the 60ml syringes was leaking from the plunger portion of the syringe. Lot number was obtained and these syringes were quarantined.